Event description:
It was reported that the customer experienced an elevated blood glucose (bg) over 378 mg/dl and a 28-29 mg/dl ketone level. At the time of the reported event, the customer had not treated the high bg. The customer was hospitalized and treated with insulin delivered via an insulin pen to address bg. During the report, the pump history was reviewed, and it was found that the customer had received multiple cartridge change errors during the event. A new cartridge was loaded, and the issue continued. Customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.